Manufacturer narrative:
(B)(4).

Event description:
It was further reported per adjudication results that stent thrombosis (st) occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2013, the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element¿ plus stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died due to natural cause. Per death certificate, the immediate cause of death was "apparent heart attack". No autopsy was performed.